Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states there was a disconnection of the line during night from a competitors transfer set and covidien beta cap. As a result, the pt was administered antibiotics and a new connector and transfer line was required.

Manufacturer narrative:
Submit date (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.